Manufacturer narrative:
Manufacturer's investigation conclusion: the report of lower flows and narrowing of the outflow graft could not be confirmed as no log files or images were submitted, and heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , is not available for investigation. A specific cause for the reported event could not be conclusively determined through this evaluation. It was reported that the patient presented to follow up appointments with lower flows that declined over time, despite increasing the pump speed. A computed tomography (CT) scan showed a narrowing of the outflow graft towards the end of the bend relief. During surgical intervention, a tissue collection was removed around the narrowed area. It was later reported that no CT images were available. The lower flows resolved after the surgery, and the patient was clinically stable. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 "introduction" provides an explanation of all pump parameters (including flow). Section 4 "system monitor" provides information about the pump flow display and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. This section also provides information about the low flow hazard alarm condition and states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm. Changes in patient conditions can result in low flow. Section 5 "surgical procedures" contains information regarding the preparation of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the obstruction was seen around the middle of the graft where the bend relief ends. According to the clinician it was a spherical collection near the end of the bent relief away from the pump. Once the tissue was removed the flows returned to normal.

Event description:
It was reported that the patient presented to a routine follow up with lower flows. A computer tomography (CT) scan showed a narrowing of the outflow graft towards the end of the bend relief. Surgical intervention was performed and a big tissue collection was removed around the narrow area.